Event description:
It was reported that this pacemaker was part of a system extraction due to patient had hematoma and infection. This device was surgically explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Detailed analysis did not confirm infection and was known to be an inherent risk. Furthermore, the device was successfully interrogated and completed a memory dump. Visual inspection found no irregularities and the header was firmly attached. The longevity calculation for this device passed or was not applicable. Therefore, no problem was detected.

Event description:
It was reported that this pacemaker was part of a system extraction due to patient had hematoma and infection. This device was surgically explanted. No additional adverse patient effects were reported.